Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: esophastar catheter (model# unknown lot# unknown), carto 3 system (model# unknown serial# unknown). This smartablate generator was manufactured before september 24, 2014, therefore no UDI is applicable for this product with serial number (B)(4). Manufacturer's ref. No:(B)(4). Biosense webster manufacturer's ref. (B)(4) are related to the same incident.

Event description:
It was reported that a (B)(6)female patient underwent a redo ablation procedure for persistent atrial fibrillation with a smartablate¿ system rf generator and suffered an esophageal fistula (requiring pericardiocentesis) and death. Two weeks post-procedure, the patient returned to the hospital complaining of unspecified symptoms. Computed tomography (CT) confirmed an atrio-esophageal fistula. Pericardiocentesis was performed and yielded an unspecified amount of fluid and air. Patient was reported to be in critical condition in the intensive care unit (ICU). Patient required extended hospitalization as a result of the adverse event secondary to organ failure. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Generator parameters included power control mode with power cutoff at 25 watts and temperature cutoff at 43°c. While ablating near the esophagus, power was 25 watts and temperature was 27°c. It was noted that it is unknown which ablation lesion resulted in the esophageal fistula. Overall ablation time near the mapped location of the esophagus was approximately 342 seconds. Last ablation cycle time was 14.27 seconds. Esophageal injury prevention measures included carto mapping of the esophagus with the esophastar catheter and esophageal temperature monitoring during ablation. Catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit (piu). Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.

Manufacturer narrative:
Repair follow-up was performed and there was no response from the customer. Service was declined. Device cannot be evaluated. The device history record review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4) (legacy manufacturer's ref. No: (B)(4)).

Event description:
It was reported that a (B)(6) female patient underwent a redo ablation procedure for persistent atrial fibrillation with a smartablate¿ system rf generator and suffered an esophageal fistula (requiring pericardiocentesis) and death. Two weeks post-procedure, the patient returned to the hospital complaining of unspecified symptoms. Computed tomography (CT) confirmed an atrio-esophageal fistula. Pericardiocentesis was performed and yielded an unspecified amount of fluid and air. Patient was reported to be in critical condition in the intensive care unit (ICU). Patient required extended hospitalization as a result of the adverse event secondary to organ failure. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Generator parameters included power control mode with power cutoff at 25 watts and temperature cutoff at 43°c. While ablating near the esophagus, power was 25 watts and temperature was 27°c. It was noted that it is unknown which ablation lesion resulted in the esophageal fistula. Overall ablation time near the mapped location of the esophagus was approximately 342 seconds. Last ablation cycle time was 14.27 seconds. Esophageal injury prevention measures included carto mapping of the esophagus with the esophastar catheter and esophageal temperature monitoring during ablation. Catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit (piu). Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.